Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain") and systemic lupus erythematosus ("autoimmune disorder type of disorder: lupus") in an adult female patient who had essure (batch no. 731587) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal. Concomitant products included ibuprofen. In (B)(6) 2011, the patient had essure inserted. In (B)(6) , the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles /dysmenorrhea"), dyspareunia ("painful intercourse /dyspareunia"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), hypersensitivity ("allergic or hypersensitivity reaction"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and irritable bowel syndrome ("gastrointestinal or digestive system condition type: irritable bowel syndrome"). On an unknown date, the patient experienced systemic lupus erythematosus (seriousness criterion medically significant), abdominal pain ("abdominal pain"), rheumatoid arthritis ("rheumatoid arthritis"), raynaud's phenomenon ("reynard¿s"), fatigue ("fatigue"), nausea ("nausea"), migraine ("migraines"), headache ("headaches"), dermatitis ("rashes or skin conditions type: acute dermatitis"), weight decreased ("weight loss"), arthralgia ("joint pain") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy.). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, vaginal haemorrhage, menorrhagia and arthralgia had resolved and the systemic lupus erythematosus, hypersensitivity, female sexual dysfunction, rheumatoid arthritis, raynaud's phenomenon, fatigue, irritable bowel syndrome, nausea, migraine, headache, dermatitis, weight decreased and weight increased outcome was unknown. The reporter considered abdominal pain, arthralgia, dermatitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, hypersensitivity, irritable bowel syndrome, menorrhagia, migraine, nausea, pelvic pain, raynaud's phenomenon, rheumatoid arthritis, systemic lupus erythematosus, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: she sought treatment for her symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23 kg/sqm. She undergo essure confirmation test. Essure confirmation test was total bilateral occlusion. Most recent follow-up information incorporated above includes: on 11-jul-2018: pfs and medical record received: lot number, reporter information, patient details, other relevant history, lab data, product information, concomitant drug and events- abnormal bleeding (vaginal), menorrhagia, allergic or hypersensitivity reaction, apareunia (inability to have sexual intercourse) autoimmune disorder type of disorder: lupus, rheumatoid arthritis, reynard¿s, fatigue, gastrointestinal or digestive system condition type: irritable bowel syndrome, nausea, migraines, headaches, rashes or skin conditions type: acute dermatitis, weight loss, joint pain were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain"), systemic lupus erythematosus ("autoimmune disorder type of disorder: lupus") and rheumatoid arthritis ("rheumatoid arthritis") in an adult female patient who had essure (batch no. 731587, 731687-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included back pain, uterine bleeding and abdominal pain lower. *she undergo essure confirmation test. Essure confirmation test was total bilateral occlusion. Concurrent conditions included body mass index normal. Concomitant products included ibuprofen. In (B)(6)2011, the patient had essure inserted. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles /dysmenorrhea"), dyspareunia ("painful intercourse /dyspareunia"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), hypersensitivity ("allergic or hypersensitivity reaction"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and irritable bowel syndrome ("gastrointestinal or digestive system condition type: irritable bowel syndrome"). On an unknown date, the patient experienced systemic lupus erythematosus (seriousness criterion medically significant), abdominal pain ("abdominal pain"), rheumatoid arthritis (seriousness criterion medically significant), raynaud's phenomenon ("reynard¿s"), fatigue ("fatigue"), nausea ("nausea"), migraine ("migraines"), headache ("headaches"), dermatitis ("rashes or skin conditions type: acute dermatitis") and arthralgia ("joint pain") and was found to have weight decreased ("weight loss") and weight increased ("weight gain"). The patient was treated with surgery (hysterectmy with bilateral salpingectomy.). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, vaginal haemorrhage, menorrhagia and arthralgia had resolved and the systemic lupus erythematosus, hypersensitivity, female sexual dysfunction, rheumatoid arthritis, raynaud's phenomenon, fatigue, irritable bowel syndrome, nausea, migraine, headache, dermatitis, weight decreased and weight increased outcome was unknown. The reporter considered abdominal pain, arthralgia, dermatitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, hypersensitivity, irritable bowel syndrome, menorrhagia, migraine, nausea, pelvic pain, raynaud's phenomenon, rheumatoid arthritis, systemic lupus erythematosus, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: she sought treatment for her symptoms diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23 kg/sqm. Hysterosalpingogram - on (B)(6)2011: satisfactory tubal occlusion; on (B)(6)2011: bilateral fallopian tube essure sterilization coil. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: menorrhagia, pelvic pain, bleeding. Lot number reported 731687 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: ¿update of information (batch is invalid)¿ incident we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("migrated causing perforation of her uterus and fallopian tubes"), genital haemorrhage ("bleeding,/ abnormal bleeding (general)") and device expulsion ("essure® had migrated / malposition/migration of essure device location of device: uterus/expulsion of essure device") in a 30-year-old female patient who had essure (batch no. 12413293) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included breast pain, vaginitis and dysfunctional uterine bleeding. Concomitant products included levonorgestrel (mirena). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, 3 months 14 days after insertion of essure, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On (B)(6) 2010, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2016, the patient experienced dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain,"), rash ("rashes") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (surgery to explant the essure device) and surgery (surgery to explant the essure device). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, genital haemorrhage, device expulsion, rash, vaginal haemorrhage, menorrhagia and vaginal discharge outcome was unknown, the abdominal pain was resolving and the dyspareunia had resolved. The reporter considered abdominal pain, device expulsion, dyspareunia, fallopian tube perforation, genital haemorrhage, menorrhagia, rash, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: migration of essure device, expulsion of essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("painful menstrual cycles") and dyspareunia ("painful intercourse"). The patient was treated with surgery (underwent procedure to remove the essure implant.). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia and pelvic pain to be related to essure. The reporter commented: she sought treatment for her symptoms incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.